Manufacturer narrative:
No unexpected failed batt test alarms noted during testing. Unit passed displacement test, sleep current measurement, active current measurement and self test. Pump error 63 (variable 3) was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Unit received with software error detected alarm in the pump trace download due to software error (ptc 2610666).

Event description:
The customer reported via phone call that the insulin pump had received hardware low level failures alarm and software error detected. Customer's blood glucose value was unknown. The customer was able to successfully clear the alarm. The customer also reported that the insulin pump received battery failed alert seven times. The customer reported that self-test passed. Troubleshooting was performed. The customer was advised to revert to backup plan. The device will be returned for analysis.